Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the arm controller (platform) board in accordance with isi procedures. System was tested and verified ready for use. Isi did receive the part involved with this complaint to perform failure analysis and the reported failure was confirmed. When reviewing on the remote logs, there was an error 32101 which means that the arm frl (fault reaction logic) was hit because of a high side switch error. The acp board was installed and tested on the printed circuit assembly (pca) xi system. No issue during visual inspection. The system started up showing error 32101 in the error log. The acp failed for error 32101 and will be scrapped.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer informed the technical support engineer (tse) they received error 23003. Prior to calling in, the customer rebooted the system with no change. On the reboot, the system was giving error 32101. The tse noted error stemming from boom motor encoder. The tse had the customer perform hard reboot with no change. The customer stated that the patient side cart (psc) was stowed, so the boom was not in a useable position. The customer stated that they were going to grab a different psc and ended the call. The procedure was converted to another dv system with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.